Event description:
At about 2 months from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all medacta hardware and implanted a antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 oct 2024: lot 2343406: (B)(4) items manufactured and released on 19-feb-2024. Expiration date: 2029-01-29. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved: reverse shoulder system 04.01.0116 humeral reverse hc liner ø32/+0mm k170452 lot. 2305691 batch review performed on 15 oct 2024: (B)(4) items manufactured and released on 10-jul-2023. Expiration date: 2028-06-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0151 glenoid baseplate - ø24.5x15 k170452 lot. 2318865 batch review performed on 15 oct 2024 (B)(4) items manufactured and released on 06-feb-2024. Expiration date: 2029-01-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0159 glenoid polyaxial locking screw - l22 k170452 lot. 2339645: batch review performed on 15 oct 2024 (B)(4) items manufactured and released on 19-feb-2024. Expiration date: 2029-01-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0160 glenoid polyaxial locking screw - l26 k170452 lot. 2342412: batch review performed on 15 oct 2024 (B)(4) items manufactured and released on 14-feb-2024. Expiration date: 2029-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0184 short humeral diaphysis - cementless - 11 k180089 lot. 2344614. Batch review performed on 15 oct 2024. (B)(4) items manufactured and released on 23-jan-2024. Expiration date: 2029-01-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0206 lat. Glenosphere 32xø24.5 k193175 lot. 2103686 batch review performed on 15 oct 2024. (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-05-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.